Event description:
Clinic notes were received on 04/21/2016 for patient referral for replacement. In the notes, under the patient's surgical history, it is noted that on (B)(6) 2014 the vns was secured because it had been flipping over. Notes dated (B)(6) 2015 states that the vns is still "flipping over." Impedance was 2073 ohms. Notes from date of surgery (B)(6) 2011 show that the generator was secured to the chest wall with nurolon sutures. This type of suture is a non-absorbable nylon suture. There was no trauma, manipulation, weight loss/gain that may have contributed. The device was functioning normally so previous intervention was taken. On (B)(6) 2016 the patient underwent generator replacement and pocket revision. The explanted device has not been received for analysis to date.

Event description:
The explanted generator was discarded after surgery.

Manufacturer narrative:
Describe event or problem, corrected data, initial MDR inadvertently omitted information regarding the patient's reported pain from the device.

Event description:
It was reported that when the patient lays on her side it is uncomfortable. The patient was told this was occurring because she is not fatty enough. This discomfort is likely just related to the presence of the device and device migration.